Event description:
It was reported that the patient fainted and was taken to the hospital. Oversensing and noise were detected which suggested a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.